Manufacturer narrative:
We are initiating a health hazard analysis to assess the risk level of this defect. At this time, we are unable to confirm this defect and will provide a follow-up report on or about july 25th. Complaint indicated that the guard slipped in 2 separate lots, (0336517 and 0351049). There was no patient injury. Complaint stated product would be returned but at the time of this report, the product has not been received. Left voice message with customer to obtain more detail and determine if product will be returned for evaluation.

Event description:
(B)(4). Customer reports guard on blade was slipping on two separate occasions, with two separate lot numbers. In one instance, the guard slipped forward and covered the whole blade, so none of the blade was exposed. In the second instance, customer reported that the guard slipped backwards and exposed the whole blade. Customer was very concerned about the patients safety and said they were very fortunate that injury didn't occur. The customer refuses to use this product going forward and suggests that company takes a serious look at the blade.